Event description:
It was reported that one day post-implantation (iol) into the right eye, the patient developed toxic anterior segment syndrome (tass). The patients bcva visual acuity measurements were 20/70 one day post implantation. They were treated with vigamox 1 drop 4 times a day, preforte 1 drop every 2 hours for several days then tapered slowly, and an injection of ceftazidime 2.22mg and vancomycin 1mg.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.

Manufacturer narrative:
Additional information b7, g3, h2, h6. A review of the device history record (DHR) did not identify any anomalies or nonconformities. Based on the available information, the root cause could not be determined.